Event description:
The customer stated that he had to go to the hospital as a result of the false glucose readings he had rec'd. The customer tested his blood glucose one evening, and rec'd a reading of 357 mg/dl. He was unconscious the next day, and someone called paramedics. Paramedics tested the customer's glucose using their meter when they arrived and rec'd a reading of 31 mg/dl. The customer was taken to the hospital and discharged once his glucose level was higher. The customer was upset and did not want to provide any more details about the incident. While troubleshooting the meter, the customer rec'd a control test result of 207 mg/dl. The normal control range was 78-113 mg/dl. The meter and test strips are to be returned for evaluation, and replacement products will be sent.